Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no other complaints reported from this lot. Based on available information, the reported clip damaged by another device appears to be due to procedural conditions. The reported single leaflet device attachment (slda) appears to be a cascading event of the clip interaction. The reported mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, mr is listed in the instruction for use (IFU) as a known potential complication associated with mitraclip procedures. The reported hospitalization and surgery are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The ntw clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring mitral valve replacement. It was reported that the mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (cds0702-xtw and cds0702-ntw) were implanted, reducing the mr to 1-2. However, the patient deteriorated overnight, a control echocardiogram was performed, which found that the xtw clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. The physician suspects that first implanted clip was touched by the second clip causing the first to clip have the slda. There was no tissue damage noted. On (B)(6) 2021, the patient had mitral valve replacement.